Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient experienced a hyperglycemic event related to a button under-responsive issue. Reportedly, the patient had blood glucose reading of >600 mg/dl with symptoms of dehydration, nausea, blurred vision, extreme drowsiness/difficulty waking up/confusion and abdominal pain/vomiting. The reporter stated that the patient was diagnosed with diabetic ketoacidosis, admitted at the intensive care unit and received intravenous fluids and insulin injection. The patient had discontinued pump therapy and remained hospitalized at the time of the call. Customer support reviewed the pump with the reporter and it was reported that the ¿up¿ and ¿down¿ arrow buttons were under responsive and allegedly it had resulted in an under delivery issue. The reporter stated that the keypad cover was thinning prior to tactile change with the buttons, but was not certain when the button issue started. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia requiring hospitalization associated with an alleged button under responsive issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find warnings or alerts related to the event. The total daily delivery correctly reflected the programed basal rate. The pump powered up with the appropriate audible and vibratory features. The ¿down¿ and contrast buttons responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. The pump delivery accuracy was within specifications. The bolus delivery exercises were executed and recorded correctly. Unrelated to the reported button issue, black box showed time/date reset to default following a power on reset. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.